Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue.  Physio replaced the system controller and user interface pcb assemblies and observed proper device operation through functional and performance testing.  The device was then returned to the customer for use. The removed pcb assemblies were further evaluated in the failure analysis center.  The cause of the reported issue was determined to be a shorted integrated circuit chip, designator u61 from the system controller pcb assembly.

Event description:
The customer reported that their device was showing a solid white screen upon powering the device on.  With a solid white screen, the device would not be usable on a patient, if needed. There was no report of any patient use associated with the reported issue.